Manufacturer narrative:
(B)(4). The sample is not available; therefore, baxter cannot determine the root cause. Since the lot number is unknown a batch review will not be performed.

Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in line) was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. The lot number is unknown; therefore, a batch review was not performed. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center and reported a system error 2240 (air in line) alarm on the homechoice (hc) machine during dwell 4 of 5 the technical service representative (tsr) assisted the home patient (hp) to cycle power. The tsr explained the alarm. The hp states lines are connected and that no lines were disconnected. The hp will finish with manual exchange. Product surveillance contacted the hp on (B)(6) 2011. Product surveillance explained to the hp that the alarm means that there was air somewhere in the set. The hp stated she found that one of the lines was kinked. The hp stated she did not start over with new supplies as she had completed most of her therapy. The hp had not contacted her nurse regarding the alarm or the remainder of the missed therapy. The hp resumed therapy on the cycler the following night. No patient injury or medical intervention was reported. No further information is available.